Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to perform a pump reset, and after the reset, the error did not reoccur. Subsequently, the customer was able to successfully start their sensor session.